Event description:
Blunt end of needle - rubberized end - that goes into the vacutainer tube, bends and then will not draw into the vacutainer tube, blood runs on the outside of the tube, rather than into the tube. Date of use: 2008. Diagnosis or reason for use: to transfer blood into vacutainer tubes - needles. Event abated after use stopped: no.